Event description:
It was reported that the pneumatic tap area on the pump housing was damaged, causing cartridges to not fully snap into the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.